Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 600 mg/dl, no symptoms reported. The animas representative had gone through history and noted that patient had not primed the tubing correctly on several occasions. Patient is aware of need to take subcutaneous injections of insulin and had done that the day before. Patient is blind in one eye and has a great deal of vision impairment in the other. Patient had scheduled a meeting to review technique, but prior to the scheduled time, the patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis (dka), despite having taken the supplemental injections. Customer support contacted the patient, who refused to discuss issue or troubleshoot the pump; the conclusion was that this was a training/misuse issue. This complaint is being reported because the patient experienced dka subsequent to user error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.